Event description:
The manufacturer was informed on this event through the sure avr study registry. On (B)(6) 2018, a patient received a perceval pvs21 in aortic position. Based on the database review, the patient received a pacemaker on (B)(6) 2018 (~ 6 days post-operatively). The reason for the implantation is indicated as sinus bradycardia/sick sinus disease, defined as a new conduction abnormality for this patient. On (B)(6) 2018, the patient was discharged with a good device functionality (mean gradient 11mmhg, no regurgitation).